Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: two unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports all of which relate to implant loosening. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 by product family: 192 (66x smartset ghv, 126x smartset gmv) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to pain, synovitis, effusion, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee.